Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-16355. The patient reported his scs system provided ineffective stimulation; therefore, he stopped recharging his ipg (reference MFR report: 1627487-2013-13433). He stated he does not want to be contacted by a sjm representative, and he plans on finding a physician to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.